Event description:
The customer states that one pt sample generated the following architect havab - igg assay s/co results on three different architect i2000sr analyzers: 1-0.94 and 0.52; #2 1.49, 1.12, and 0.99; #3 1.15, 1.02, and 0.74. All retests are from the same pt but collected with different collection tubes. The customer uses a grayzone area of 0.9 to 1.20 s/co. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.